Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the power pcb assembly and battery harness and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use when the ac adapter was unplugged from the device. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.